Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Pump received with crack on up and bottom right corner near display window, crack reservoir tube lip, crack reservoir tube near reservoir tube window and crack battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 529 mg/dl, which was treated with manual injection. Customer was able to resolve no delivery with a complete set change. . Customer was also advised that insulin pump was functioning as designed. Customer declined further troubleshooting. Customer was advised that insulin pump would need to be replaced.